Event description:
Customer reported via phone call that they were receiving a motor error alarm. The blood glucose reading at the time of incident was 314 mg/dl. Customer also states that they are having problems with the customer service.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.